Event description:
Customer bc was riding stairlift when seat/armrest malfunctioned causing her to tip over and out of the seat and fall down the steps. Bc was hospitalized due to injuries.

Manufacturer narrative:
At the time of this writing, the insurance companies have been involved and there is no further info available to pass along.